Event description:
Customer reportedly received results of approximately 27.0 mmol/l and 7.0 mmol/l within 10 minutes on the mobile system. Customer took insulin after obtaining the reported results. Low blood glucose symptoms were reported an unspecified time later, and customer was able to self treat with dextrose. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).